Event description:
Sterile 3cc 25g/1" vanishpoint syringe received with a blunt tip, no bevel. Never used on a client. Removed from patient care. Notified area nurse manager on (B)(6) 2009 with follow up request on (B)(6) 2010. No response received for email requests. Dates of use: 2009-2010. Diagnosis or reason for use: im injections.